Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error. Insulin was also squirting out when he was trying to rewind and prime the insulin pump. The customer's blood glucose level was unknown. Troubleshooting was performed. They were unable to complete the pump rewind due to the alarm. When the customer pushed the escape button nothing would happen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.